Event description:
It was reported that during a balloon treatment procedure, a balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). The 6.0x200mm 135cm mustang balloon was advanced and inflated three times. Upon the third inflation, the balloon ruptured. The balloon was removed intact and the procedure was completed with another 6.0x200mm 135cm mustang balloon. There were no patient complications reported.

Event description:
It was reported that during a balloon treatment procedure, a balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). The 6.0x200mm 135cm mustang balloon was advanced and inflated three times. Upon the third inflation the balloon ruptured. The balloon was removed intact and the procedure was completed with another 6.0x200mm 135cm mustang balloon. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - initial examination of the returned device noted that the balloon material was fully deflated. Closer examination noted that the balloon material was torn longitudinally for a distance of 100mm approximately 66mm distal to the distal end of the proximal balloon sleeve. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to anatomical and/or procedural factors encountered during the procedure. (B)(4).